Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient never attended the appointment on (B)(6) for the physician mode restart and no additional information was known.

Event description:
The manufacturer's representative (rep) reported the consumer had abdominal surgery in (B)(6) 2014, and when they woke up they had burning at the pocket site and the device wouldn't work, meaning it was unable to be charged, turned on, or communicated with. (The consumer missed an appointment after this to have someone help them with recharging due to a different hospitalization. The consumer met with the rep. In (B)(6) 2015, but it didn't appear anything was done at that time. It was further reported that on (B)(6) 2016 another rep. Met with the consumer and confirmed the last time the implantable neurostimulator (ins) was charged was on (B)(6) 2014, and the device was now overdischarged as no communication was able to be achieved with the recharger, patient programmer, or clinician programmer. The consumer was heading out of town and was unable to stay to perform a physician mode recharge (pmr), so an appointment was scheduled for (B)(6) for the pmr to be performed. Due to the battery being overdischarged, the rep. Didn't know why the consumer was experiencing burning, as they were unable to check impedances. It was noted the consumer had a car accident in (B)(6) 2016 and was supposedly able to charge but the rep. Checked the recharger and the last charge date was (B)(6) 2014. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.